Event description:
The customer originally returned her olympus evis exera iii video system center due to a damaged video connector. According to the initial reporter, the cable would not function. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was displaying an intermittent image. This report is being submitted to capture the intermittent image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video connector socket was found worn-out. This worn connection point was compromising the endoscope¿s connection. Additionally, the unit was displaying an intermittent image due to a failing printed circuit board. The unit had other notable wear and tear in the form of loose connections and corrosion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board and worn-out video connector socket could not be identified. Olympus will continue to monitor field performance for this device.